Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the helix would not extend. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix was bent and would not extend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.